Event description:
It was reported that this pt has a long zimmer cemented femoral stem that was loose. The surgeon removed the stem and ceramic insert out of a trident psl cluster cup. Implanting a stryker prox femur with mdm.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report.